Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot #: unknown, serial #: na, implanted: na, explanted: na, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: na, UDI#: na. See manufacturers report #: (B)(4) for concomitant ins information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep was in a case for an ins replacement and they were getting high impedances. The patient had a tined lead that was placed in 2014. The caller said that the x-ray of the lead looked good. The rep reported that prior to calling they were seeing motor response when testing with an external neurostimulator (ens) at 1ma on all four electrodes. The rep indicated that when the new ins was connected to the lead they got impedance values that were high. Prior to calling the rep indicated that they turned off the or lights and that did not resolve the issue. They reconnected to the ens and got motor response. During the call they ran impedances with the new ins connected to the lead and reported the following values: ref 0- all electrode pairs >4000ohms; ref 1- all electrode pairs >4000ohms; ref 2- all electrode pairs >4000ohms; ref 3- all electrode pairs >4000ohms. They stated that prior to the or case the patient had a pre-op check and they found high impedance values at that time. The rep did not have specific values from that interrogation. The issue was not resolved through troubleshooting. Information about impedances was reviewed. The rep will follow-up with the surgeon. See manufacturers report #: (B)(4) for concomitant ins information.

Manufacturer narrative:
Continuation of d10: product ID 3889 lot# unknown: product type lead product ID neu_interstim_ins lot# serial# unknown: product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep uncovered the issue during the impedance check with the old 3889 lead. That lead was removed and replace with a 979b128. After we checked impedance again with the 97900 attached - all was good.